Event description:
New information received noted that the device went into backup mode a third time. The device was explanted and replaced on (B)(6) 2020. The patient was in stable condition before, during, and after procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change procedure, after testing the device, the rf telemetry was suspended. There was difficulty re-connecting with rf and using inductive telemetry, the device was found in backup vvi mode. The device was successfully restored. The patient was in stable condition.

Manufacturer narrative:
Correction: device code needed to be fixed to pacemaker in back-up.

Event description:
New information received that the patient has been feeling malaise since the procedure. Upon interrogation, it was noted that the device went into backup mode again post-implant. The device was restored and would be monitored. The patient was in stable condition.

Manufacturer narrative:
The reported field event of wireless communication anomaly and bvvi mode was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.